Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0211718361, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# 0211637681, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported the electrode was identified to be "skew[ed]" after the operation. Two new electrodes were replaced to complete the operation four months later. The problem was considered resolved. The reason for failure was unknown and it was unknown what troubleshooting had been done to get insight into the complaint. It was also unknown what the cause of the complaint was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.